Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the peristaltic pump was faulty. The fse replaced the pump, which repaired the failing controls. The fse re-reran controls and the controls passed. The system was operational. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer reported the positive and negative controls of the iq200 elite instrument were failing intermittently. The customer attempted to troubleshoot but the controls continued to fail. There were no erroneous patient results generated or reported out of the lab.